Event description:
Wound vac failure. Upon turning on wound vac we received a (warning pump failed-contact provider: 808f). Clinical engineering called to trouble-shoot without resolution. Wound vac taken to biomed. Contacted (B)(6) support - never heard of the error. Had me reset the maintenance date - tested - same. They are looking into the error. Asked to contact our local rep. Tested again in intermittent and continuous modes. Same error.